Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a cartridge alarm occurred during insulin delivery with multiple cartridges. There was no adverse impact the customer¿s blood glucose. Customer declined further assistance from tandem technical support.